Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. The home patient's spouse reported that the home patient used two patient extension lines with the homechoice apd integrated cassette. The home patient's spouse stated that the home patient connected the two patient extension lines prior to the prime cycle but did not confirm the successful completion of the prime cycle. Baxter's technical service center assisted the home patient in ending therapy. The home patient's spouse reported that the home patient completed therapy by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient's spouse.